Event description:
It was reported that after a recent device upgrade, noise was observed on the right ventricular (rv) lead electrogram. It was determined that there was a connection issue, and the rv lead was reconnected to the device. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 1258 competitor implantable pacing lead - (B)(6) 2013; 5076 implantable pacing lead - (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the actual was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the criteria for the right ventricular lead integrity alert were met.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.